Event description:
On an unspecified date, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where, it was reported there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device is not available for investigation. A supplemental MDR will be submitted if any updates become available. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Section e: initial reporter name and address were not provided. B3 - date of event: unknown date.